Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was partially retracted and tissue was present around the helix. Analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of perforation. The lead tip and helix appears intact.

Event description:
Boston scientific received information that this right atrial (ra) lead perforated the patient's heart wall. It was confirmed via echocardiogram and fluoroscopy. The ra lead experienced helix extension issues during repositioning. The ra lead was explanted. No additional adverse patient effects were reported.